Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was having a lot of discomfort and it was noted that the implant site was rejecting the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. Additional information received that the patients paddle lead was removed from epidural space and buried in the pocket with the ipg.

Event description:
It was reported that the patient was having a lot of discomfort and it was noted that the implant site was rejecting the ipg. The patient underwent a revision procedure wherein the ipg was repositioned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.